Event description:
The customer received blood glucose readings of 268 and 96 mg/dl on the contour next ez, re-tested on a contour and the readings were 81, 186 and 177 mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant no adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips and meter were sent to the customer